Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device which identified polymer coating separation. The device was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the separation, twisted material, split material, deformed material, or stretched material. It may be possible that the wire was damaged during the insertion process or due to interaction with associated devices during use. However, this could not be confirmed because there was insufficient or no information reported on the incident, and due to the condition of the device, further testing could not be conducted. Additionally, due to the insufficient information, it could not be confirmed if the separated portion of coating remains in the patient or was removed with the wire or whether an interventional device was used on the guide wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event estimated as (B)(6) 2020. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional ht command device referenced is being filed under a separate medwatch report number.

Event description:
A ht command 18 guide wire was received in the return goods lab with no reported information. Analysis of the guide wire noted polymer coating separation and stretched coils. There were no reported adverse patient effects and no reported significant delays; however, the device was returned with blood and contrast indicating it had been used in the patient anatomy. Therefore, it is possible that polymer coating remains in the patient anatomy. No additional information was provided.